Event description:
It was reported that the lead is oversensing and experiencing noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device indicatedinterference/noise. The lifetime ventricular sensing integrity counter is 721 and all counts occurred since (B)(6) 2010. A high value of this count can indicate a possible intermittency in the system.